Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient underwent surgical intervention on (B)(6) 2020 wherein the leads were moved back into place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-04331. It was reported that the patient's implanted leads migrated several vertebral levels. Surgical intervention may be pending to address this issue.